Event description:
The hosp reported that during a coronary artery bypass procedure, two heartstring seals did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hosp.

Manufacturer narrative:
Visual inspection shows that the seal is out of deployment tube, fully unwound and separated from the tether. Other observations are that the tension spring components still loaded in deployment tube, and the plunger was depressed. The failure that the seal did not deploy is confirmed. A lot history record review was completed for the prod, there was no nonconformance associated with the lot number.